Event description:
Complainant alleged that while attempting to treat an 87-year-old male patient, the device failed to discharge. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll canada for evaluation. Review of the log files indicated that all shocks were delivered without issue and there was no evidence of device malfunction. The unit was received with the mfc cable and CPR adapter, and the reported complaint was not reproduced during bench testing, confirming normal shock delivery capability. Based on the investigation and log files review, no evidence of malfunction was identified. The device was recertified and the complaint was closed as no fault found. Analysis of reports of this type has not identified an increase in trend.